Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that she changes the reservoirs several times to resolve the issue and was unsuccessful. The customer stated that she received multiple no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg report 1 of 2, medwatch report# 3004209178-2011-82779.